Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that they had an issue with the bolus button and were unable to use it. No further information reported.

Manufacturer narrative:
Insulin pump had an intermittent response due to corroded keypad traces. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window and cracked case near display window corners noted during visual inspection.